Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported by the customer "patients plan chemotherapy from today, due to many comorbidities, it is recommended to plan weekly therapy, paclitaxel liposomal 90mg chemotherapy, ordinary indwelling needle can not meet the infusion, before chemotherapy, on the 25th, it is proposed to perform PICC intubation, indwelling PICC catheter, to ensure the smooth progress of chemotherapy, open the peripheral central venous catheter before catheterization, check that all appendages are intact, the catheter sheath is broken from the front when the skin is broken and sheathed during catheterization, the catheter sheath cannot deliver blood vessels, and the bleeding at the puncture point increases. A central venous catheter that is peripherally catheterized is re-taken, and the catheter sheath is opened and sent into the patient's catheter."